Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and the pump was not charging. The customer's blood glucose (bg) level ranged from 40 mg/dl to 143 mg/dl; cause of low bg was unknown as customer declined assistance from tandem customer technical support regarding this issue. Reportedly, the customer continued to use the pump for insulin therapy.